Manufacturer narrative:
The pipeline flexand the microcatheter were returned for analysis. The pipeline flex pusher was returned within the catheter with the pushwire extending out of the proximal end and the tip coil and ptfe dps wing extending out of the distal end. The braid was not returned for analysis. The devices were decontaminated. The pipeline flex was retracted out of the catheter with no resistance encountered. No damages or irregularities were found with either of the devices. Based on the analysis findings, the report of ¿migration after deployment¿ could not be confirmed. Often, this complaint cannot be c onfirmed base on device evaluation, as it is typically evaluated during follow-up after the device has been fully deployed. No images or videos were provided for review. Potential causes for failure include: ped incorrectly sized to patient vessel and poor braid p lacement and/or wall apposition. The customer reported that the device was placed within a vessel bend and that the patient vessel tortuosity was moderate to severe which are likely contributors towards the report of ¿migration after deployment¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device and additional information. Once the device has been received and evaluation has been completed, a supplemental report will be submitted. Same event as mdrs: 2029214-2019-01190; 2029214-2019-01191; 2029214-2019-01192; 2029214-2019-01193; 2029214-2019-01194. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the first pipeline flex (ped-500-20) would not open on the distal end. They attempted to r esheath numerous times to push the flaps back so it was not covering the distal end, but it still would not open. Ultimately, they decided the pipeline was not going to open distally so they removed it from the patient. Then the physician went in with a phenom-27 and successfully deployed a new pipeline (ped-475-25). Upon attempting to recapture the delivery system with the phenom, the pipeline flex dislodged from its distal anchoring and the distal end of the pipeline flex was floating in the aneurysm. The physician re-wired and re-catheterized the outflow of the proximal end overlapping approximately 50% of the length of the pipeline flex (ped-475-25) deployed proximally. During the same procedure, two axium coils were implanted but has issues with detachment using the instant detacher (ID). One coil finally detached with the ID, while the other coil required use of the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). This was attempted 2 ¿ 3 times before the coil detached. Post procedural angiography showed that all vessels appeared intact and the two deployed pipelines and coils all looked technically placed successfully. The patient was brought back in that evening for stroke like symptoms. There was nothing seen on angiography at that time. It was noted that the pipeline was placed on a bend when it failed to open. The patient¿s vasculature was moderate to severe in tortuosity the patient was undergoing pipeline embolization with concomitant coiling treatment of an aneurysm measuring 4.32mm, 4.1mm proximal, 3.1mm+ distal, 9.77mm neck. It was located in the supraclinoid segment of the left internal carotid artery (ica). Prior to the coil non-detachment, there were no issues encountered and no damages were observed on the pushwire after removal form the patient.